Event description:
A caller reported experiencing repeated occlusion alarms, which led to a visit to the emergency room and subsequent hospitalization in the intensive care unit. Blood glucose levels were displayed as "high," a specific value was not provided. The customer was treated intravenously with an insulin drip. Multiple attempts were made by tandem technical support to gather release information from the customer on the reported issue, but no response was received. The customer ultimately reverted to an alternate method of insulin therapy.